Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmissions revealed that the right ventricular lead and right atrial lead exhibited noise. On (B)(6) 2018, the patient presented in clinic for follow-up and the noise was reproducible. The device was temporarily reprogrammed but possible lead revision was discussed. Patient was asymptomatic.